Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/25/2017, that on (B)(6) 2017, the patient experienced signal loss on the g5 mobile application and hypoglycemic event. On (B)(6) 2017, the patient was asleep and experienced a signal loss on the g5 mobile application. The signal loss persisted past midnight into (B)(6) 2017. The patient stated that due to the signal loss, they were not alerted and experienced a severe hypoglycemic event that led to temporary blindness. The patient stated that he self treated himself, but it had taken a while due to the temporary blindness. At the time of contact, the patient was doing good. No additional patient or event information is available. Data was provided for evaluation. The reported was confirmed by the findings of a loss of connection via log review. A root cause could not be determined.